Event description:
It was reported that a pump alarmed for a system error 345 multiple times during a primary infusion (medication, programmed amount and delivery rate unk). It was reported that the customer performed flow rate and occlusion tests and the pump performed within specification.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The eval confirmed that the pump alarmed for a system error 345 due to an unsecured downstream flex. The connection was secured and the pump performed within specification. A system error 345 occurs when the temperature reported by the upstream and downstream thermistors have a difference of greater than (B)(4) for (B)(4) cam revolutions.